Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp unit and was unable to reproduce the reported issue. The fse reported that after reviewing the diagnostic logs there was no indication of a failure but instead just battery power being used. The fse performed all functional tests and both batteries made run specifications with 25 min remaining after an hour of run time. In addition, the low battery tones sounded and the low battery displayed on the screen while checking both batteries. The critical alarm tones were heard after bulk power was taken away. The unit passed all safety and functional tests and returned to the customer and cleared for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) shut down while transporting a patient. The customer later explained to the getinge service territory manager (stm) that while transporting patient in single digit weather the iabp shutdown and showed that batteries were low. However, the transport crew did not initially report low battery alert or critical alarm tones. No patient harm, serious injury or adverse event was reported.